Event description:
During incoming inspection, it was reported that there was a failure of the epgs gas blender to communicate with heart/ lung machine. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.